Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that when the physician tried to use a rx voyager t 2.0x15mm the balloon was stuck during advancing and failed to reach the proximal circumflex artery (cx) through the guide wire. It was also hard to pull back the rx voyager. The case was successful with another rx voyager. The cx was mildly tortuous and moderately calcified. Resistance was felt during advancement and removal of the rx voyager from the patient anatomy. There were no patient effects and no clinically significant delay in the procedure reported because of the failure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the guide wire was unable to be confirmed due to a tip separation, which was reported to have occurred during packaging for return. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.